Event description:
It was reported by nurse that the patient was taken off guided mode and everything was okay this time. A system diagnostics test was later provided showing there was a low output current message obtained. No additional relevant information has been received to date.

Event description:
Based on the information reviewed, it is suspected that the delay associated with the wand retries created an error in timing that prevented the normal expected delay between 'run' and 'highest_amp_delivered'. This is a known software defect that gives a false low oupput current if communication is disrupted during a system diagnostics being performed on a sentiva generator.